Event description:
It was reported that few days after implant, the patient was brought back to the lab for a revision due to lead perforation and worsening pericardial effusion. It was also reported that the helix mechanism was damaged after explant when the physician was testing it for reimplantation. The lead was removed and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found. It was also noted that the distal conductor was distorted, there was blood in/on the helix mechanism, and there was apparent explant damage.